Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with a coaguchek xs meter serial number (B)(4). The customer confirmed she used a different finger for each meter test. At 1:21 a.m., the customer's inr result was 6.1 inr. At 5:21 a.m., the customer's inr result was 4.5 inr. The customer's therapeutic range is 1.8- 2.5 inr.